Event description:
It was reported during the implant procedure that the atrial port was defective and the impedance was greater than 3000 ohms. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed atrial grommet damage, in addition to a rounded socket and foreign material in the set screw.